Event description:
It was reported that the right ventricular (rv) lead fractured. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fifteen - ventricular nst (non-sustained tachycardia) <=210 ms on (B)(6) 2012 in the timeframe between 06:23:11 and 08:34:30. 12 - vf<=190 ms average v-cycle between (B)(6) 2012, 18:47:55 and (B)(6) 2012, 09:55:50. Ventricular short interval count v-sic=44.7 counts avg/day, in 28.90 days, between (B)(6) 2012, 09:47:25 and (B)(6) 2012, 07:27:15. Weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance = 950 to 2185 ohms between (B)(6) 2011 and (B)(6) 2012. Five - patient alerts for lead failure predictor between (B)(6) 2012, 00:14:21 and (B)(6) 2012, 10:43:35.